Event description:
When hpv shot was given the liquid shot out the side at the shot/needle connection area. Administration was stopped. Was determined that little to no liquid was administered. New shot approved by dr. And was re-administered with no problem. Device information: needle 25g x 1 in, smiths medical aso, inc, hypodermic needle-pro edge safety device, ref 402510, lot 4312157, (B)(4).